Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose was unknown. The customer has received multiple low battery and off no power alerts, customer also mentioned getting an unexpected after changing the battery. The troubleshooting was performed for the low battery. The customer confirmed the battery cap and compartment were not damaged or corroded. The customer declined further troubleshooting or assistance on the issues at this time. The insulin pump will not be returned for analysis.